Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller internal fault alarm can be confirmed based on the log files data. The log files were successfully retrieved from the returned system controller, serial number (B)(6). The event log file retrieved form the returned system controller, contained data recorded on 30may2025 from 2:58 to 16:36. The controller internal fault alarm associated with a (24) boost_ov was recorded in the entire log file. The pump support was not affected and the system maintained the desired set speed with no interruptions. The recorded data indicated that after the system controller was exchanged, it was reconnected to power 02jun2025 which appeared consistent with the process of retrieving the log files and the controller internal fault alarm was not recorded. The periodic log file retrieved form the returned system controller, contained events captured from 04apr2025 to 30amy2025 where a controller internal fault alarm associated with a (f24) boost_ov was first recorded on 29may2025. The system controller was operated while connected to our test equipment and the controller internal fault alarm was not able to be reproduced. The specific root cause for the alarm captured in the log files was not able to be determined. Incidental findings: damaged insulation of the brow wire (black power cable) resulting in intermittent low voltage alarms during testing while manipulating the power cables. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook, under section ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, under section ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Both documents, referenced above caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced a "controller fault" alarm. The system controller was exchanged on (B)(6) 2025. Log files were submitted for review and confirmed the internal system controller internal fault due to a circuitry voltage issue. The remainder of the log file was unremarkable. The issue did not appear to affect pump support. There were no adverse consequences to the patient.